Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria.visual/microscopic inspection: the probe was used and the aperture was 95% closed. The saline cap was returned. No other anomalies were noted.functional/performance evaluation:the probe was loaded into the in-house driver and calibrated successfully. A vacuum differential test was performed. The vacuum was measured to be 26¿hg with the aperture open and 18¿hg with the aperture closed. The vacuum differential is 8¿hg which meets the minimum specification. The probe underwent the following processes: aperture opened, sample cut and sample deposited into the sample tray. The probe was able to obtain 6 samples successfully. No error was displayed on the console during testing. No unusual noises were heard during the evaluation. No suction issues were identified with the probe. Conclusion: the complaint investigation is unconfirmed as the probe worked properly under laboratory conditions.per the event description, a fibroadenoma was being removed. It is possible that patient issues contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) states: complications: - complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection.directions for use: - for handheld use, press the ¿sample¿ button on the driver to open the tissue acquisition aperture. The ¿vac¿ (vacuum) button may be utilized to evacuate fluid or blood. While firmly holding the driver to maintain the aperture at the target site, press the ¿sample¿ button again to initiate the automated tissue acquisition cycle. A tissue sample will be automatically transported to the tissue collection chamber. If the sample rinse feature is enabled, each sample will be rinsed with saline. Repeat this step to obtain sufficient tissue samples. Note: alternately, the foot pedal ¿sample¿ and ¿vac¿ switches may be used; however, the biopsy device must be calibrated using the ¿sample¿ button on the driver for handheld use. Pressing and holding the foot pedal ¿sample¿ switch will enable continuous sampling. - at the conclusion of the procedure, remove the device from the breast and turn off the equipment.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an ultrasound guided breast fibroadenoma procedure on the sixth sample acquisition the probe was stuck in the breast. The probe was removed from the breast when the cutter was closed. Another probe was used to complete the procedure. There was no report of patient injury.